Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra meter is giving inaccurate high results. The complaint is being classified based on the documentation of the customer care advocate (cca). On two days later, the patient obtained an allegedly inaccurate high result of "160 mg/dl" in the morning and "180 mg/dl" (unspecified time.) The patient did not take any action is regards to the diabetes treatment at the time of concern. On one day prior to original date at 8:10pm, the patient started feeling shaky before the patient attempted to take any another glucose reading (unspecified reading). The patient administered self-treatment by eating food/drink based on the patient's symptom. The patient was not tested on any other meter. The patient also obtained another reading of 135 mg/dl at an unspecified time and date. During the troubleshooting session, the patient verified that he was using the correct unit of measurement (mg/dl) and testing technique. The reporter meter reading matched with the meter's memory. The control solutions results of "132 and 125 mg/dl" were within the control solution range of "103-137 mg/dl." This complaint is being reported because the patient claimed he developed symptoms that can suggest the patient was hypoglycemic after receiving alleged inaccurate high blood glucose results. Replacement products were sent to the patient.